Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the patient has gradually lost stimulation and has suffered a series of falls. The sjm representative met with the patient and the patient's scs system was auto-reducing. Diagnostics indicated high impedance readings on numerous lead contacts. Reprogramming was unable to provide effective stimulation coverage. X-rays were taken and it appeared as the lead was at an angle and out of the epidural space. The patient is to consult with a surgeon as the next course of action.

Event description:
Follow-up information indicated the patient turned her scs off as she was unable to feel stimulation. The patient's physician recommended a retrial, however the patient does not wish to pursue any further intervention at this time.